Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a hematoma, which was thought to be caused by their implanted device. During a procedure for treatment of the hematoma, the position of the lead required removal and adjustment. It was further noted that the physician was unable to insert the wrench into the setscrew of the implantable cardioverter defibrillator (ICD), either due to shifting of the set screw within the grommet, or damage at the top of the wrench. The ICD was removed, and a new device was implanted. No further patient complications have been reported as a result of this event.